Event description:
The customer reported being hospitalized due to high blood glucose of 300mg/dl. The caller experienced fatigue, hot, and sweaty. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the device is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.